Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable the manufacturing location is currently not available. The reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during fractures of the proximal humerus and humeral metaphysis surgery, it was discovered that the connecting section marked on the blue line of the quick coupling device became loose. The reporter stated that when the device was re-fastened each time the radiolucent drive device was used, the drill bit device got stuck. According to the reporter, the radiolucent drive device finally turned itself. It was reported that when the radiolucent drive device was tightly held to prevent it from turning, it made a noise and stopped drilling. It was reported that the surgery was completed without any delays. It was not reported if a space device was available for use. It was reported that the event occurred during use in a patient. There was patient involvement reported. There were any injuries, medical intervention or prolonged hospitalization. It was reported that there was no adverse consequences to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Incorrect serial number: the device serial number was incorrect in the initial report; therefore, the date of manufacture and the manufacturer location were unknown. The serial number had been updated from (B)(4) to (B)(4). Device manufacture date: the device manufacture date has been updated as oct 19, 2015. The manufacturer location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. A functional assessment was performed and the device functioned according to the specification and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.